Event description:
Boston scientific received information that during a routine follow-up, interrogation of this implantable cardioverter defibrillator (ICD) revealed stored episodes showing noise that was oversensed. No inappropriate therapy was delivered, but at times pacing was inhibited for greater than two seconds. Lead measurements were within normal range. It was noted that the morphology of the noise was different before oversensing and post-oversensing. A boston scientific technical services consultant reviewed the episodes and discussed the oversensed noise was consistent with myopotentials. It was reported that the sensitivity was reprogrammed to least to avoid the oversensing. Ts discussed further troubleshooting and ensuring appropriate sensing at the new sensitivity programming. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.